Event description:
Clinic complains that the pt admitted "adjusting" knobs of estim machine during his knee therapy in spite of being told three times not to. The initial treatment setting was 400hz, and the pt increased the intensity, though the amount it was increased is unk. The duration of the pt treatment was less than 5 minutes. The pt was treated for a small 1x1 1/2 cm burn in urgent care two hours later. The clinic is concerned about the accessibility and convenience of the knobs to tampering.